Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #7 (type ii-iii bone). Primary stability was achieved osseointegration was not achieved. The clinician performed a bone graft using alloss. An infection was involved in the event. The implant was removed on (B)(6) 2013 due to infection, swelling, fistula. Medical history: diabetes mellitus.